Event description:
It was reported that a revision procedure was performed on (B)(6) 2013, to address a competitor's broken screws. Three months post-operative, the pt bent over and felt/heard crunching in his back. Radiographs taken on (B)(6) 2013, identified that two of the eight s-lok polyaxial screws, implanted during the revision, had fractured. A revision procedure was performed on (B)(6) 2014, during which all eight (8) s-lok polyaxial screws were removed and replaced with larger diameter screws. The broken screws will not be returned for evaluation as the pt requested possession.

Manufacturer narrative:
Device evaluation was not possible as the explanted product was not returned. Review of complaint history for the slpxxxx family of s-lok pedicle screws did not identify a trend for reports of this nature. The root cause of the reported fracture could not be determined.